Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 43 and 38. Customer was able to clear the alarm but was not able to rewind the insulin pump. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specific. Device passed selftest. No an error in the motor was detected by reading unexpected value from hall sensor noted. However, unit alarmed no motor movement during rewind due to corroded motor home switch. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test during testing or in the insulin pump trace download.